Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-(B)(6) 2004 ae onset date: (B)(6) 2004; ae description: patient is having neck pain, headaches and dizziness again. Flexion / extension x-rays reveal motion medication: yes; other treatment: x-rays and CT-scan post op visit date- (B)(6) 2004 other treatment: CT-scan additional treatment: pt continues to have pain and symptoms. Headaches are worse. Pt feels much worse than three months ago. Description: dr. Feels pt has a failed fusion. Revision surgery was recommended. Post op visit date- (B)(6) 2005 medication: yes; other treatment: x-rays, soft collar additional surgery: c5-6 acdf - revision; additional surgery date: (B)(6) 2005; hospitalization: yes; additional treatment: pt. Had partial corpectomy c5 with decompression and microdissection. Anterior cervical fusion at c5-6 with cornerstone prosthetic graft, small kit bmp, crushed cancellous allograft, and an orion plate post op visit date- (B)(6) 2005 other treatment: CT, x-rays ae outcome: resolved; description: patient states neck is doing great. Pt is not completely fused, although clinically doing fantastic.

Manufacturer narrative:
(B)(6). (B)(4). Pseudoarthrosis. Unk products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.